Event description:
It was reported that during a generator replacement where the old generator could not be interrogated due to battery depletion, that high impedance was found when the lead was connected to the new generator. The impedance was noted in the 9000 ohms range. The explanted generator has not been received to date. No lead revision has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem", corrected data: the initial report inadvertently left out the information that the lead was replaced and the impedance on the generator and new lead was within normal limits. If explanted, give date (mo/day/yr)" corrected data: the initial report inadvertently left out the information that the lead was replaced on (B)(6) 2018.

Event description:
The patient underwent lead replacement. Once the lead was replaced, the impedance with the generator and new lead was within normal limits. Device return is not expected. No additional relevant information has been received to date.